Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a liver transplant, the surgeon attempted to fire stapler and was unable to do so. The stapler was immediately removed off the field and was replaced. No injury stated on this event.